Event description:
It was reported an overinfusion of 10% glucose occurred. The rate of infusion was 7.5ml/hr. After one hour, 80 cc has been infused and patient became hyperglycemic. An additional infusion was started of actrapid 0.5 + 49.5 of nacl at 0.2 ml to correct the hyperglycemia. Patient stabilized with no further complications.